Event description:
Found out about this on (B)(6) 2018 from the PICC team. Defect or failure created an unsafe condition. Patient was brought back to facility by parents for catheter hub had developed a hole and fell off. A new PICC was attempted on (B)(6) 2017 but unsuccessful.